Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the touch pen (stylus) on the programmer was not working. The company representative swapped the touch pen and the issue was resolved. Technical support (ts) provided the part number for the replacement touch pen. There was no patient involvement.